Event description:
The patient met all requirements for extubation, respiratory deflated the ett [endotracheal tube] cuff there was no cuff leak, she repositioned the tube to try to obtain the cuff leak with still no leak and there was a lot of resistance on the ett tube like it was stuck. I called pulmonologist to come to bedside stat to evaluate the ett tube due to concerns of the tube being stuck. Dr came to bedside and evaluated the tube, pt still had no cuff leak, on visible inspection the cuff was still inflated and would not move. Dr. Then instructed to cut the ett cuff with hopes of the cuff deflating. After cutting the ett tube cuff it still stayed inflated. Dr. Then very carefully extubated the patient with ett tube cuff inflated. Once the ett tube was removed and inspected it was determined the cuff would not deflate. No pt harm.